Event description:
A customer reported obtaining white blood cell (wbc) vote outs on their act diff instrument. Wbc aperture alerts were also reported. There were no erroneous patient results in connection with the event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the reported problem and replaced the lyse valve lv9. He also replaced all wbc bath related check valves as a preventive measure. The prime lyse function was verified in addition to the mixing bubble delivery to the baths. The wbc vote outs and aperture alerts were all resolved. Upon recur, the failure mode identified is likely to impact wbc/hgb parameters due to improper lytic reagent delivery to the bath. (B)(4).